Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the wire became lodged in the fallopian tube and came off. The target area was located in the fallopian tube. A 180cm renhf 135cm 10 preload renegade hi-flo fathom system was selected for use. During procedure, it was noticed that the fathom wire got caught in the target area. The physician attempted to remove the wire from the patient; however the wire came off. The device was completely removed from the patient. No patient complications were reported and the patient's status is stable.